Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right atrial (ra) lead and the right ventricular (rv) lead. The device was reprogrammed to address the oversensing on the rv lead. No intervention regarding the oversensing of ra noise has been performed at this time. The patient was in stable condition and will continue to be monitored.